Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, left heart catheterization (arterial catheterization) showed stent restenosis in left anterior descending (coronary artery branch). The clot was removed and the impella was reduced to p2.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.